Event description:
It was reported that the customer had been receiving low insulin alerts shortly after loading cartridges with insulin. The customer also had been experiencing inaccurate fill estimates with multiple cartridges. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.